Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.0.1 h3, h6: software data was received for analysis. The reported behavior was not able to reproduce in-house with provided archives. The logs captured a corefile and segfault in "qmlguiservice". The program terminated with signal sigsegv, segmentation fault in the library "libnvidia-glcore.so.430.40" during the function call mre::details::defaultshaderstoragebufferobject::initializeshadow()". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while registering for an optical tumor resection case, the three-dimensional (3d) model disappeared while performing trace registration. The trace points were still visible and the registration could be completed. The representative (rep) moved forward into navigation and reported that the all images were able to be seen except for the 3d model. "After about 5 seconds" the screen went black and the system displayed error code 64. The system was swapped to proceed with the case. There was no impact to patient's outcome and surgical delay was reported as 10 minutes. There was troubleshooting present. The rep was able to test the system outside of the operating room. The rep rebooted system and was able to perform a successful registration using a resin head. The rep then used the orig inal patient images to perform a successful registration, again using the physical resin head model, without issue.